Event description:
It was reported that t:slim x2 pump battery would not charge and that a power source alert appeared before the issue resolved. There was no reported impact to the customer¿s blood glucose level. Customer changed charging cable and wall adapter using tandem supplies, after which pump began charging again and no further assistance was required.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.